Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 426 mg/dl. Customer went to the hospital because of their high blood glucose levels. Customer believed the type of insulin they used was the issue and not the insulin pump. Customer declined to troubleshoot for high blood glucose levels. The insulin pump was not returned for analysis.